Event description:
Husband of consumer reported a false positive sars result for his wife with a faint pink positive test line. It is unknown if the consumer (wife) was symptomatic. The consumer's husband communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.